Event description:
It was reported that towards the end of an a-fib ablation procedure, the pt had a drop in blood pressure. A stat ECG was performed and it was noted that the pt had a pericardial effusion. A pericardiocentesis was performed and the pt was transferred to the ICU.

Manufacturer narrative:
Carto xp sys, model: m-4700-01, serial#: (B)(4); cool flow irrigation pump: model#: m-5491-02, serial#: (B)(4); stockert rf generator: model#: m-5463-01, serial#:(B)(4). The customer was contacted by biosense webster field svc engineer. The hosp staff stated that the problem was not caused by bwi equipments. The stockert, carto and cool flow pump were in working order during the event. (B)(4).